Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned measuring 9.1 cm. With full breached insulation degradation 4.5 cm, 4.7 cm to 6.6 cm with the outer coil stretched, and 7.2 cm from the connector pin. The degradation was noted to be adjacent to the connector boot, as well as at the proximal region of the partial lead. No conductor fractures or internal shorts were found. Manufacturing date not available.

Event description:
This report is to advise of an event observed during analysis.